Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. All other lead parameters were within acceptable range. Boston scientific technical services provided troubleshooting options. Additional information provided from the field indicated the patient was brought back in for product testing in regard to the previously reported high out of range shock impedance measurements. A system integrity test for the system was performed in which a synchronous shock of 1.1 joules (j) was delivered, which gave an impedance value of 86 ohms. A 41j shock was delivered afterwards, which caused the ICD to declare code 1005, indicative of delivering a shock into an open circuit. The patient was hospitalized, and tachycardia therapy was turned off while the physician is discussing what steps to take next. Surgical intervention was later performed, and the patient was implanted with a s-ICD system. The patient's previous ICD system remains implanted and in service to provided bradycardia support. No additional adverse patient effects were reported.